Event description:
Device 1 of 3. Ref MFR reports: 1627487-2013-05882 and 1627487-2013-05883. The pt had two leads from the same lot. It was reported, the pt underwent multiple explant and replacement procedures. Further device information is unk. The pt is no longer implanted with an sjm scs system. After each of the procedures, the pt became very ill, experienced dizziness/vomiting, lost control of her bladder, lost her appetite, and had grand mal seizures. The pt feels the scs system caused her to develop reflex sympathetic dystrophy, fibromyalgia, a seizure disorder, migraines, and bladder infections. It was also reported the pt had to recover while being in a wheelchair and later using a walker.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.